Manufacturer narrative:
Initial 2 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that patient experienced hyperglycemia event on (B)(6) 2026 due to adhesive patch and cannula housing detached from spring prior to insertion and treated with multiple daily injections.